Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-ccorrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax.

Event description:
The customer observed a reagent load error generated on the alinity ci-series system control module, sn (B)(6), and cannot initialize the module. The customer states it tried to put a reagent in a position that already had a reagent. The reagent was deleted from the historical tab, and both reagents loaded without error. The customer then observed the calcium is no longer showing on board. The customer performed a reagent carousel test to view the reagent positions and manually remove them. The reagents were reloaded and showed while the instrument was in idle but disappeared when initialing from idle to running. There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6) , failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on (B)(6) 2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed a reagent load error generated on the alinity ci-series system control module, sn (B)(6) , and cannot initialize the module. The customer states it tried to put a reagent in a position that already had a reagent. The reagent was deleted from the historical tab, and both reagents loaded without error. The customer then observed the calcium is no longer showing on board. The customer performed a reagent carousel test to view the reagent positions and manually remove them. The reagents were reloaded and showed while the instrument was in idle but disappeared when initialing from idle to running. There was no impact to patient results, patient management, or user safety.